Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the pancreatic duct to treat a mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent failed to cross the stenosis, and the physician found a tear in the front of the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital, (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable event of stent barb torn material.